Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. Patient experienced headaches, nasal/throat irritation or soreness and sinus infection. The medical intervention that the patient received in response to the event is in the form of antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated and corrected by adding health effect - clinical code which was missed in initial report. Section g4 was corrected by capturing 510(k) number which was incorrect in initial report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headaches and sinus infection. The medical intervention that the patient received in response to the event is in the form of prescription for antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.